Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultramini meter was reading inaccurately high compared to another device (hospital meter, brand not reported). The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue has been ongoing since she first obtained the meter about one month prior to contacting lfs. The patient claimed obtaining blood glucose readings of ¿347 and 134 mg/dl¿ with the subject meter and ¿89 and 105 mg/dl¿ on the other device, performed more than 30 minutes apart. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with oral medication (glibenclamide, usual dose not specified), diet and exercise and she advised that in response to the alleged elevated readings, she increased the dose of her medication; taking one glibenclamide, 5 mg at around 8:30 a.m., on an unspecified date. The patient reported that an unknown time after the alleged issue occurred, she developed symptoms of ¿shaking, sweating, weak and feeling hot¿. The patient reported that she self-treated by eating some food and she denied testing her blood glucose on another device. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject device and that an approved sample site was used to obtain the results. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of medication based on the allegedly elevated readings obtained on the subject device.